Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
After further investigation it appeared the device was explanted during the lead revision procedure. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information received indicated the patient was brought in and the noise was unable to reproduced with pocket manipulations. A revision procedure took place and the connections were verified. The pace/sense portion of the rv lead was surgically abandoned and a new pace/sense lead was implanted. The chronic rv lead remains in service for defibrillation. A high voltage shock was delivered and all measurements were within normal range. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting noise on the rate/sense and shock channel. This patient is pacemaker dependant and pacing was inhibited for approximately 5 seconds. There were no adverse patient effects reported. The patient planned to be sent to their device following physician for a probable lead replacement. There were also some diverted episodes due to the inappropriate sensing, however no shocks had been delivered. The noise was able to be reproduced with arm movements. There had been no change in impedances, thresholds, or sensing measurements.